Event description:
It was reported that prior to starting a da vinci si surgical procedure, the user facility identified broken wires on the large needle driver instrument during setup. No missing or fallen pieces were reported. The instrument was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient.

Manufacturer narrative:
Intuitive surgical, inc. Received the instrument involved with the complaint. Engineering confirmed there was a broken pitch up cable at the distal clevis hub. The cable segment that contains the crimp was still installed in clevis. Other cables at wrist were not damaged. Additional damage not reported by the customer was a damaged clevis. Distal clevis hub had a damaged section adjacent to the cable breakage. Evidence not conclusive, but clevis damage was likely due to mishandling and likely contributed to cable breakage. No other damage found - the instruments & accessories instructions for use (IFU) specifically states: general precautions and warnings -handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.